Manufacturer narrative:
Date rec¿d by MFR : 27jun2019, date of report : 28jun2019. The field service engineer confirmed that the reported battery is out of warranty. The customer decided to cancel the service work order. No further repair information was received. If further relevant information is received, the complaint will reopen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. International UDI #: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer¿s international service technician reported battery does not charge. There was no patient involvement.